Manufacturer narrative:
Received device had the cannula assembly undeployed, soft cannula was not exposed and the pink slide insert was not visible in the viewing window. According to the data, the device ran for 48 pulses prior to being deactivated. Since the device did not complete the priming sequence, the needle mechanism was found to be in the appropriate state - undeployed. Manual rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were observed that would result in the reported needle mechanism failure. The needle could not fail to retract if the needle never deployed.

Event description:
It was reported that the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that the cannula was not properly seated in the infusion site (leg). Treatment details were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.